Event description:
Patient presented to the emergency room from home, because button g-tube (12 fr 1.5 cm) was out of the patient. The button g-tube was brought to the emergency room for examination. The balloon was determined to be ruptured. This tube only lasted 31 days. This is the 3rd g-tube balloon rupture for this patient. In addition, to this specific patient, we have six other confirmed patients that have had similar experiences with their g-tubes. The balloon failures were a tear and depletion of water. These events occurred within 30 days of insertion. Some of these events required an emergency room visit, reinsertion of the g-tube in the operating room and/or additional radiation exposure. Manufacturer response for gastrostomy low profile button tube, amt mini one button g-tube (per site reporter): your feedback is extremely important to us and I will forward this to our corporate office and will get back with you on monday if that is acceptable to you. The short answer is that we have not been experiencing or hearing of these issues in the midwest region which I manage but we are committed to finding a solution to improve clinical outcomes for your patients.